Event description:
It was reported the system shut down unexpectedly and failed to boot up. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.